Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation is reported below : this is related to an instability of a windows software when performing the interrogation in bluetooth. This is a known issue; this will be traced for future improvements. The possible workarounds to limit the occurrence of this behavior are : ·manually shut down the tablet; then restart it after a few seconds. ·in case of recurrence, send it back to the after sales center to reghost the tablet.

Event description:
Reportedly, on 26 august 2024, it was not possible to interrogate a talentia device via bluetooth using a smarttouch programmer ( serial number (B)(6) ) with 3.16 software installed. After pressing the "interrogate" button, the interrogation was launched, the message "remove telemetry head" was displayed, it was possible to hear the wireless communication ring tones, the session with the implant was opened but the real-time egms was not displayed. The rf logo in the top banner flashed very quickly and then the message "wireless communication unavailable" appeared. The interrogation was successfully performed using another tablet. The same day, the same tablet (B)(6) was then used to interrogate a non-implanted alizea pacemaker, presenting the same failure than the talentia device previously interrogated. The tablet was turned off using the on/off button. When restarted, the a windows integrity message appeared. The alizea pacemaker was then successfully interrogated.